Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was implanted within a patient's esophagus during an esophagogastroduodenoscopy procedure performed on (B)(6) 2010. According to the complainant, the patient has a history of chronic reflux, percutaneous endoscopic gastrostomy as a result of being mal-nourished and has acquired immune deficiency syndrome. The patient also had a benign refractory stricture, which was the indication for the stent placement. It was reported that the stent was successfully implanted without issue. However, on (B)(6), 2010 (post procedure) the patient had neck crepidance; therefore a computed tomography (CT) scan was performed, and a cervical esophageal perforation was detected. The patient was hospitalized in the ICU and was prophylactically given a nasotracheal tube. In the physician's assessment, the perforation was related to the stent placement procedure. On (B)(6) 2010, the patient underwent exploratory neck surgery, and on (B)(6) 2010 the patient was transferred to the university of california, san francisco where she underwent neck and mediastinal drainage. The patient's condition post procedure was reported as "stable to improved".

Manufacturer narrative:
(B)(6). (B)(4)- no code available (medical intervention required; hospitalized; surgery; complications). The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.